Event description:
It was reported that upon powering on the system before taking devices to storage rooms during device conversion, immediately received "check IV tubing" alarm although there was no tubing loaded into the large volume pump module. Troubleshooting was performed, such as inspected inside of the pump module door, powered off and back on, and disconnected/reconnected module. After all troubleshooting attempts were made, "check IV tubing" alarm persisted. The module was retested and it no longer had the "insert tubing" alarm when the pcu turned on. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record showed the device had a manufacture date of 14dec2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record showed the device had a manufacture date of 14dec2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that upon powering on the system before taking devices to storage rooms during device conversion, immediately received "check IV tubing" alarm although there was no tubing loaded into the large volume pump module. Troubleshooting was performed, such as inspected inside of the pump module door, powered off and back on, and disconnected/reconnected module. After all troubleshooting attempts were made, "check IV tubing" alarm persisted. The module was retested and it no longer had the "insert tubing" alarm when the pcu turned on. There was no patient involvement.